Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd extension set maxplus¿ clear had a loose connection. The following information was provided by the initial reporter: the lock does not withdraw far enough to securely engage the slip before locking. This leads to the slip not seating properly and leaking.

Event description:
No additional information

Manufacturer narrative:
A mp9081c-0006 product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24099162. The feedback provided by the customer states that, "IV extension with a loose luer lock." Further information from the customer has stated that in some instances the lock is loose and it can be easily turned to secure and with others it is stiff and is unable to turn. In any event the lock does not withdraw far enough to securely engage the slip before locking. This leads to the slip not seating properly and leaking. Blood and infusion soaked IV sites were observed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24099162 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mp9081c-0006 set over the past 12 months.